Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm prograsp forceps instrument had several broken wires which were snagging on tissues and posed risk of damaging tissues. The instrument was replaced and the procedure was completed as planned. There was a delay of less than 5 minutes. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: there was no damage to patient's tissues.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.